Event description:
It was reported after an unknown amount of time post vena cava filter placement in conjunction with a trauma situation, allegedly multiple filter struts were perforating the vena cava. The filter was successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and one month of post deployment, a computed tomography angiogram of abdomen and pelvis was performed which showed inferior vena cava filter was noted with apex at the l3 vertebral body. Multiple struts noted outside of the superior vena cava but do not penetrate bowel or aorta. The internal strut at 4:00 was opposed to the aorta. The internal strut at 5:00 was opposed to the spine with mild bony remodeling at that level. Around, one months and one week later, patient was planned for filter removal procedure. Through the right internal jugular vein approach, a multiple spot images of the filter were performed. The filter was then removed using a bard recovery cone. The filter was inspected and found to be removed in its entirety. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: perforation or other acute or chronic damage of the ivc wall. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post trauma with multiple fractures and prolonged immobilization was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and an inferior vena cavagram was performed which demonstrated no caval thrombus and no renal anomalies. A retrievable inferior vena cava filter was deployed 1 cm below the lowest renal vein. Completion imaging demonstrated good position. The sheath was removed and hemostasis was achieved. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall

Event description:
It was reported after an unknown amount of time post vena cava filter placement in conjunction with a trauma situation, allegedly multiple filter struts were perforating the vena cava. The filter was successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post trauma with multiple fractures and prolonged immobilization was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and an inferior vena cavagram was performed which demonstrated no caval thrombus and no renal anomalies. A retrievable inferior vena cava filter was deployed 1 cm below the lowest renal vein. Completion imaging demonstrated good position. The sheath was removed and hemostasis was achieved. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter placement in conjunction with a trauma situation, allegedly multiple filter struts were perforating the vena cava. The filter was successfully retrieved. There was no reported patient injury.